Event description:
It was reported by the customer that a pyxis medstation es system device was stuck on a screen and not able to log into the device. The customer stated that this is critical, and the nurses needed to walk to the different station on a another unit. There was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station screen is stuck with error object. A technical support specialist verified that the issue was resolved after full syncing. The system functioned as intended after technical support specialist troubleshooted the device.